Manufacturer narrative:
Visual inspection of the instrument was performed by an isi representative prior to the site discarding the instrument. The inspection suggests that the splintering was a by-product of a s scratch/ scrape on the exterior coating of the instrument.

Event description:
It was reported that during sterilization, splinters formed on the shaft of the maryland bipolar forceps instrument. The instrument was discarded by the site. No pt harm, adverse outcome or injury was reported.